Manufacturer narrative:
A fully mounted wallflex¿ esophageal stent and delivery system were returned for analysis. A visual and tactile examination found the distal end of the inner tube was both roughened and contained evidence of glue indicating that the tip was bonded to the device as per manufacturing procedures. The detached tip was not returned for analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident, there was no tip attached to the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. Review and analysis of all available information fails to indicate a root cause or probable root cause. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
A wallflex esophageal stent was returned to boston scientific corporation on (B)(6) 2015. Per image received from the (B)(6), the tip was detached. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A wallflex esophageal stent was returned to boston scientific corporation on (B)(6) 2015. Per image received from the (B)(4), the tip was detached. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.